Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6). Event site address: (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) compressor overheats. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- component codes.

Event description:
It was reported that during daily checks the cardiosave intra aortic balloon pump (iabp) had compressor overheat. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields :b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h3 h6(health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions,) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Successfully completed a simulated treatment on unit with testing catheter and trainer without issue upon initial testing. Identified broken doppler tray hinges broken. Post replacing chassis bin storage (d441-00-0196), successfully completed a full system checkout without issues. Nothing wrong with the compressor. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed.